Event description:
It was reported that malfunction code malf 9 was displayed on the customer's device, but the issue did not cause their blood glucose level to exceed 500 mg/dl. Technical support provided information to the customer on how to reset the pump, although the customer did not have the necessary charging pad at that time. They were advised to call back once they had the charging supplies.